Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: according to the information received a patient underwent the osteosynthesis surgery for the distal humeral fracture with the three screwdriver shafts in question. During the surgery, the engagement between the screwdriver shafts and screws was bad, and the surgeon had difficulty in locking the screws. The surgery was completed successfully within 30minutes delay. The surgeon pointed out that there may be wear on the tip of the screwdrivers. No further information is available. Three screwdrivers were returned to depuy synthes for evaluation. Depuy synths then conducted visual inspection of the returned devices. Visual analysis of the returned screwdrivers determined that the front part of all three instruments show clear signs of use. The distal stardrive tips were observed to be stripped and worn. The stripped/worn condition of the distal tip is consistent as an end of life indicator for the device. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of depuy synthes quality process all devices are manufactured, inspected, and released to approved specifications. After the evaluation of the instruments it was determined that the bad engagement of the screwdriver is due to the worn condition of the instrument. The visual signs are indicative of a part that has been used numerous times and the worn condition is an end of the life indicator for the device. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot part number: 314.453. Lot number: 40p5659. Manufacturing site: haegendorf. Release to warehouse date: 11 february 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: h3, h6.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the osteosynthesis surgery for the distal humeral fracture with the three (3) screwdriver shafts in question. During the surgery, the engagement between the screwdriver shafts and screws was not satisfactory and the surgeon experienced difficulty in locking the screws. The surgery was completed successfully with a thirty (30) minute delay. No further information is available. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) stardrive screwdriver shaft t8 55mm. This is report 3 of 3 for (B)(4).